Event description:
Reportedly, upon interrogation of the subject device during routine follow up, no aida memory data was available. An explanation is requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.